Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displayed, the outer tube has scratches, the fibre bonding in the outer tube area (distal end) is damaged and the coverglass of the insertion section is cracked. Based on the investigation results, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Regarding the ¿image not displayed¿ malfunction, it is likely that the broken video cable led to the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope experienced image flickering. The issue was identified during inspection for use. There were no reports of patient harm.